Manufacturer narrative:
This report is for an unknown helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hip fracture surgery on (B)(6) 2019, the helical blade inserter and helical blade coupling screw would not couple to helical blade. There was a surgical delay of three (3) minutes. The procedure was successfully completed because the surgeon used another set. Patient status reported as proceeded without incident. This report is for one (1) unknown helical blade. This is report 3 of 3 for complaint (B)(4).